Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 50 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator is not designed to alarm for a disc/sense condition when the circuit is disconnected downstream from the patient circuit wye. Per the operator's manual, the disc/sense alarm detects when the patient circuit wye ¿sense lines¿ are not connected to the ventilator. It is not designed to detect a ¿patient disconnect¿ condition. As long as downstream flow is detected through the patient circuit wye, no disc/sense alarm condition will be issued. The ¿low pressure¿ and ¿low minute volume¿ alarm settings, when set appropriately, are provided to detect the absence of proper patient ventilation.

Event description:
It was reported by the customer that the ventilator does not alarm. This incident occurred while on a patient. The patient was removed from the ventilator with no harm.